Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented due to st-elevation myocardial infarction (stemi). The target lesion was located in the totally occluded left anterior descending (lad) artery. After several attempts of dilating the vessel failed, a 2.50 x 20 synergy ii drug-eluting stent was deployed; however the stent also failed to open the vessel. A non-bsc thrombus aspiration catheter was also used during the procedure. The patient underwent bypass surgery instead to treat the lesion. No further patient complications were reported.